Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. Device history record review revealed nothing relevant to this event. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet returned.

Event description:
It was reported that during a plantar plate repair procedure, the surgeon was using the scorpion needle from the ar-8690ds, CPR mini scorpion dx implant system and micro suturelasso. After passing it about 4-5 times, the tip of the needle came off and was no longer able to be used. The tip of the needle is believed to have fallen on the floor, however, it could not be found. Another CPR mini scorpion dx implant system and micro suturelasso of a different lot was opened and used to successfully complete the case. No patient injury.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. The device met all material specifications as received. The broken needle point condition is consistent with passing the needle through challenging tissue (thick or calcified) or hitting bone. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The instrument used in conjunction with this needle was not returned. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a plantar plate repair procedure, the surgeon was using the scorpion needle from the ar-8690ds, CPR mini scorpion dx implant system and micro suturelasso. After passing it about 4-5 times, the tip of the needle came off and was no longer able to be used. The tip of the needle is believed to have fallen on the floor, however, it could not be found. Another CPR mini scorpion dx implant system and micro suturelasso of a different lot was opened and used to successfully complete the case. No patient injury.